Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device for non-malignant pain. The reason for call was patient stated they were having the issue of when requesting a bolus it was taking a long time an confirmed handset lags at 90%. Agent reviewed data and assisted patient in deleting data. The patient was able to connect to the pump with no lag at 90%. Patient will call back if they need further assistance.